Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported noise and battery failure. No patient involvement.

Manufacturer narrative:
Date received by manufacturer: 15oct2019. Date of report: 16oct2019. Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator. Service was refused by the customer. No repair has been performed. The device remains unrepaired at the customer's facility. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported noise and battery failure. No patient involvement.